Event description:
In 2008, the lay user/reporter (sister in-law) contacted lifescan (lfs) alleging that a one touch ultra meter was reading inaccurately high. Medical affairs specialist (mas) was able to contact the pt to obtain/verify additional info. The pt currently tests her blood glucose once a day at 5-6 am and manages her diabetes with pills, diet and exercise. The pt reportedly obtained high blood glucose result of "171 mg/dl" on the previous month and "146 mg/dl" on seventeen days prior to original date, at her usual testing time. As a result of the alleged issue, the pt claimed that she took 1.25 mg glyburide and reportedly developed symptoms of shaking and sweating at an unspecified time after. As a result, she had to eat cookies, drink fruit juice (as supplemental) before having her regular meal. The pt reportedly feels better sometime after self-treatment, but did not attempt to retest her blood glucose after she reportedly recovered from both events. On that day, at around noon (specifics not given), the pt contacted her healthcare professional (hcp) due to her symptoms and was advised by her hcp to "stop using the glyburide." There were no other medical instructions from her hcp reported. The unit of measurement was set correctly to mg/dl at the time of testing. The testing technique and cleaning of the puncture area was correct. The reported results did not match with the results in the meter's memory. The pt's products have been replaced. This complaint is being reported because the pt claimed she obtained an allegedly inaccurate high reading on her meter, administered treatment based on the alleged reading and reportedly developed symptoms suggestive of hypoglycemia, which was reportedly alleviated after eating food.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.